Event description:
It was reported by svc report that the rod and cap side hydraulic hoses are leaking and the wheel has a flat spot from excessive wear. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly; rod and cap side hydraulic hoses.